Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of loaner set on an unknown date, it was observed that the depth gauge was broken. There was no patient involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 319.006 synthese lot # h299834 supplier lot # h299834 release to warehouse date: 08 aug 2017 supplier: (B)(4) no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: depth gauge f/scr ø2+2.4 meas-range up-t was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the needle of the depth gauge was bent. The rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No broken features were observed with the device. Thus, the complaint cannot be confirmed. Device failure/ defect found? Yes dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter of the needle near to the bent location was measured to be within specification as per the drawing. Documentation/ specification review: the following drawing(s) was reviewed; -depth gauge for 2.0/ 2.4mm screws -needle no design issues or discrepancies were found during this investigation. Complaint confirmed? No investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint cannot be confirmed as there were no broken features observed with the device. While a definitive root cause could not be determined for the bent needle, but there is high possibility that the device might have encountered unintended forces. It is undetermined why the customer experienced the reported problem. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.